Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing going across the stomach in a revision to laparoscopic sleeve gastrectomy, the device was articulated the device and the safety button was pushed but the stapler could not engage and it was unable to fire. It was also reported that a reinforcement material was used in conjunction with the defective stapling device. A new device was opened to complete the case. There was no patient injury.